Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. Solia s 53: in the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. Solia s 60: the analysis showed a bent fixation helix, which most likely resulted from the surgery due to applied mechanical stress. Prior to the analysis of the leads, the quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was reportedly explanted 19 days after the implantation due to dislodgement. Should additional information be received, this file will be updated.